Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer had to throw out 3 sensors of the same lot because for the first sensor, the electrode was missing. Customer stated that the other 2 sensors couldn't even start because the electrode was bent when they were removed. Customer asked for 3 sensor replacements.